Event description:
It was reported that during use, the liquid waste pipeline of a prismaflex m150 set had an external fluid leakage at the liquid waste pump. The reporter also noticed air in the liquid waste pipeline after pump operation. This occurred in the ICU (intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No leakage was observed from the effluent pump segment. The reported condition could not be verified through evaluation of the returned photo and video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.